Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope was used on a patient infected with creutzfeldt-jakob disease (cjd). Additional information was received indicating that the patient was suspected to have sporadic cjd based on imaging (cmri), detection of astrocytic protein 14-3-3 (twice) and positive real-time quaking-induced conversion (rt-quic) in the cerebrospinal fluid. There was no histological confirmation of the diagnosis. The scope was directly inserted into the patient in an oesophagogastroduodenoscopy (ogd) procedure and was not potentially cross-contaminated during the reprocessing process. Biopsy was not performed. The cjd suspicion was not confirmed before the procedure and the customer only found out recently about it; however, it was noted that the patient had already exhibited a rapidly progressive neurodegenerative syndrome before the procedure. Further, the customer does not believe that the device caused the cjd. The patient's current condition was unknown.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.